Event description:
It was reported the patient had a loss of therapeutic effect which she noticed yesterday and had gotten worse today. The patient¿s feet were numb and her toes were turning under. The patient thought her stimulation was off and had stopped working. The implantable neurostimulator (ins) battery status light on the patient programmer (pp) was blank with no light. It was noted the patient had an appointment in two days and she had left a voicemail for her physician. It was also noted the patient had changed the 9 volt battery in her pp yesterday. Additional information received reported the patient did not have concerns with their device or therapy. Patient had received assistance from their healthcare professional or manufacturing representative at an appointment on (B)(6) 2014. Patient was still having concerns with their device but was working with their healthcare professional or manufacturing representative due to having a battery replacement on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v553423, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v553423, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).